Event description:
It was reported that the shell was revised due to loosening indicated radiographically and clinically on exam.

Manufacturer narrative:
While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in 2008. Should additional information become available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. This report will be amended when our analysis of the explants is complete.